Manufacturer narrative:
All buttons functioned properly and no keypad anomaly was noted. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was monitored with multiple basal rates and no blank display or display anomaly was noted. All operating currents were within specification, and no unexpected low battery or off no power alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. The pump was received without the original pump belt clip. No damage on pump belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display and buttons were not responding. Customer's blood glucose was 121 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.